Manufacturer narrative:
(B)(4). An actual sample was received at the plant for an evaluation. A visual inspection and functional testing were performed on this sample. This unit was tested under water for blockage using 0.56 bar of air pressure, this evaluation did not confirm any functionality issue. There was no blockage observed. It is unknown what may have caused this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a continu-flo set in which blockage occurred during priming. There is no patient involvement reported. No additional information is available.